Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional reportable qs pr ids: (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that cataract surgery with an intraocular lens (iol) implant was completed on the right eye without harm to the patient on the same day. After 3¿4 weeks low suspicion endophthalmitis was observed in patient¿s eye. Patient was diagnosed with endophthalmitis, along with vitritis, hypopyon, and increased intraocular pressure (iop). Subsequently, vitrectomy surgery was performed eight days later. The patient also underwent iol explantation, which resulted in significant visual sequelae. The patient's condition is improving, and they have received medication, including antiglaucoma, corticosteroids, triazoles and antifungal treatments administered intravitreally, topically, and systemically. This report pertains to two of two ophthalmic viscoelastic involved for this reported event. This complaint is pertaining the nine of nine reports received from the initial reporter.

Manufacturer narrative:
All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. No sample returned for evaluation. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the complaint conditions. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint, no action is required at this time. As no lot code or sample was received, no further risk assessment can be performed. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.